Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had an issue with the extension/retraction of the lead¿s helix. Prior to implant the physician extended the helix. After 15 turns the helix came out, but it took 28 turns until the helix fully retracted. This was much more than expected. The physician repeated this test with the same result. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.